Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
The dealer states the consumer says the right front caster is not rolling smoothly and she is afraid it might come off. No further information was provided.